Event description:
A customer reported that they were unable to calibrate due to a posted analyzer condition code. Troubleshooting identified a crimped fluids line. The type of malfunction could cause biased results to be reported on an assay that may influence physician action. There was no report of patient harm as a result of this event.